Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1808000 implantable port allegedly experienced shredded package. This information was received from one source. This malfunction did not involve a patient as there was no patient contact. Age, gender and weight of the patient was not provided.

Manufacturer narrative:
H10: the lot no for the device was provided, therefore a lot history review was performed. The device was returned to the manufacturer for evaluation; however photo was provided for review. The investigation is confirmed for due to package shredded issue, as it was noted the inner package covering was delaminated and exhibited shredding. The definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore, a lot history review is currently being performed. The device was returned to the manufacturer for evaluation; however photo was provided for review. Therefore, the investigation of the reported event is currently underway.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1808000 implantable port allegedly experienced shredded package. This information was received from one source. This malfunction did not involve a patient as there was no patient contact. Age, gender and weight of the patient was not provided.